Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the patient device interaction problem leading to peripheral artery dissection was not determined due to insufficient clinical details. The cause of the failure to advance was determined to be patient condition related due to their tortuous vessels causing the 5.5 to be unable to advance through vasculature.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5,5 was inserted via left axillary artery in a 73 year old male for pre-operative placement. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. It was reported the patient has tortuous vessels and the device was unable to pass through vasculature, meeting resistance in the aortic arch. During the procedure, the back wall of the axillary dissected. Upon removal of the 5.5, the back wall rupture was noted from an undetermined cause. Surgical repair was performed to the axillary artery. Vascular injury is a known risk associated with impella 5.5 as described in the instructions for use.